Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the prime history was not recording the primings correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2017 with the following findings: a review of the total daily dose and prime histories revealed that the histories appear to be inaccurate and out of order due to the time and date being set incorrectly after reboots. The pump powered on normally and successfully completed a rewind, load, and prime sequence; the prime was accurately recorded in the pump history. The pump was exercised for 24 hours on a 1.0 unit per hour basal rate, and at the end of testing the basal and total daily dose histories were found to be accurately recoded. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).